Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017 reporting that they were not feeling well because they just took their pain medication and it was kicking in so they were lying in bed. The patient reported that it was difficult to explain what was going on with the device. The patient had a lot of sharp pain in their back where the battery was. It was implanted on (B)(6) 2017 to take care of back and leg pain but the patient¿s legs and back were hurting so much they could not even lift their legs. The patient was dragging their feet on the floor and could not get off the pain medication because they helped a little. The patient was ready to get the device out as it was not helping. A health care professional (hcp) appointment was scheduled for (B)(6) 2017 and per the patient they had informed the hcp that they wanted a manufacturer representative to be at the appointment. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she is having problems with her stimulation and she was implanted on (B)(6) 2017. The patient explained that it has been bothering her ever since she had her implant put in. The patient noted that she is really hurting in her back and legs and noted that this started about a month after implant. The patient then noted she was sore from the surgery. The patient noted that the problems she is having with the battery in her back is hard to explain. The patient noted that the hurting comes and goes. The patient noted that the battery helps her. She additionally noted that when she went to the doctor a month before last, and the representative was there and reset the device and that it worked a little bit. The patient states he does not know if she is so fat that the ¿thing¿ in the back is pinched. The patient further noted that they put the battery where she bends and puts her pants. The patient said if she knew this, she does not know if she would have gotten the implant. The patient was redirected to her healthcare provider. No further complications were reported. The indication for implant was unknown.